Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the balloon was detached from the catheter and its bonds, which were noted to still be intact on the catheter. The balloon was received in one piece, with no holes noted. Both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. There was no damage observed on the catheter shaft. There were no noticeable deficiencies noted that may have contributed to the analyzed defect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon detachment occurred. A non bsc stent graft was deployed to treat an aneurysm in the abdominal aorta. The equalizer balloon catheter was advanced for post-dilation. Prior to inflation, a portion of the balloon became detached from the device. The physician was able to snare the balloon fragment and the procedure was able to be completed successfully. There were no additional patient complications and the patient's status is ok.

Event description:
It was reported that during a peripheral treatment procedure, a balloon detachment occurred. A non bsc stent graft was deployed to treat an aneurysm in the abdominal aorta. The equalizer balloon catheter was advanced for post-dilation. Prior to inflation, a portion of the balloon became detached from the device. The physician was able to snare the balloon fragment and the procedure was able to be completed successfully. There were no additional patient complications and the patient's status is ok.